Event description:
The reporter contacted lifescan alleging pt's member would not power on. The pt was able to test pt's blood glucose in the morning; however, there is no information on what their reading was at the time. In the afternoon, the pt was unable to test their blood glucose due to the meter not powering on. The pt "dosed off" in an unknown time frame after attempting to test. A friend gave the pt a soda and the paramedic's were called. The pt's blood was 49 mg/dl and the pt was treated with an IV. The pt's family member replaced the batter and the meter still would not power on. The pt was using the correct test strips and the battery was in good condition. Customer service sent the pt a replacement battery. It would be important to know if the pt bases treatment on meter readings, did pt have symptoms when the meter did not turn on and how long after attempting to test pt became hypoglycemic. Nevertheless, this case is being reported as an adverse event, since it meets the criteria for a serious injury. The pt tried to test on their meter and was unable to obtain reading. They percipitated hypoglycemia and was treated for low blood glucose by the paramedic's.